Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 53 mg/dl. Customer did not performed troubleshooting for low blood glucose reading. Over-delivery occurred during dinner than had low blood glucose reading. Customer will contact their healthcare provider for their low blood glucose reading. Insulin pump will not be returning for analysis.

Manufacturer narrative:
The correct information has been updated with this report.